Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the impedance reading on electrode 8 and on electrode 14 was greater than 10,000 ohms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017, the patient was painting and had touched a live wire, which resulted in them getting shocked. Since then their stimulation had been intermittent and different. Impedance testing was performed and electrode 14 and 8 were found to be open. Electrode 4 was removed from the patient's programming, which resolved the intermittent / different stimulation. No further complications were reported or anticipated.